Event description:
During device check, the customer reported that the thermogard console (sn (B)(6) shut down by itself. No patient involvement.

Manufacturer narrative:
The report of the thermogard console (sn (B)(6) shut down by itself was confirmed during functional testing. The root cause of the reported complaint was the failed power supply, most likely attributed to the aging of the device. The thermogard console was manufactured in october 2015 and is more than 8 years old, well beyond its expected service life of 5 years. During visual inspection of the thermogard console, no physical damage was observed. The event log data review showed no significant discrepancies or error messages. The thermogard console failed the initial functional test as it shut down by itself during the post, thus confirming the reported complaint. The power supply needs to be replaced to address the issue. The customer was offered to purchase a new console, therefore, the service will not be performed by zoll. Historical complaints were reviewed for service information related to the reported complaint, and no previous history of complaint was reported for the thermogard console with sn (B)(6).